Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in based on the customer's report of "one week ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified reading issue with adc device. The customer experienced symptoms of tiredness and dizziness and self-treated with trulicity, and also had contact with a healthcare professional who provided unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.